Manufacturer narrative:
Exact date of event is unknown; event occurred in 2020. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the surgeon fixed a non-union of the patient's patella that was previously fixed with non-synthes hardware. The hardware was removed, and a synthes navicular plate with seven (7) screws were placed along with several non-synthes fiber wire stitches because the patient has bad bone quality. On (B)(6) 2020, it was noted the construct failed. The fiber wire, plate and screw construct were unable to hold the fracture fragments together; the screws pulled out of the bone. The hardware was removed successfully on (B)(6) 2020, and the patient is being treated for suspected infection. Concomitant devices: navicular plate (part/lot unknown, quantity 1); screws (part/lot unknown, quantity 6); non-synthes fiber wires (part/lot unknown, quantity unknown). This report is for an unknown screw. This is report 6 of 8 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: complaint is confirmed as we are able to confirm complaint description (the complaint and the radiograph are aligned. Plate is intact and all screws have pulled out.) Based on the received picture. For details see document "picture review (medical safety officer ) - complaint (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b6: updated tests/lab data. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.